Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium adapter had a connection issue with a transfer set. The event was further described as "the transfer set spontaneously disconnected from the titanium adapter". It was further stated that the caregiver had been instructed to confirm that the transfer set was tight during every dressing change. The event occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event, however, prophylactic antibiotics were given at the time. No additional information is available.